Manufacturer narrative:
Concomitant products: product ID 6947-65 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the atrial lead had high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.